Event description:
Case description: this case was linked to case number (B)(4), referring to the same reporter. This spontaneous report was received from a spanish physician and concerns a 49-year-old female patient. She was injected with radiesse, on (B)(6) 2024. Batch number was reported as a00141800 (expiry date: 24-oct-2025). The batch record review was received and the lot number for radiesse was confirmed as a00141800 (expiry date: 24-oct-2025). A lot search in the global safety database was conducted. After the radiesse injection, the patient experienced nodules in the right infra-molar area and region of the left mandibular body and pharyngitis. On (B)(6) 2025, the patient came in due to a small nodule in the right infra-molar area. A small amount of lidocaine was injected into the area, and it was massaged. The patient reported improvement after the administration of lidocaine. In second half of (B)(6) 2025, the patient presented with pharyngitis, no cough or fever, and had several nodules in the right infra-molar area, and region of the left mandibular body. There was no inflammation, and nodules were not painful to pressure. Treatment with azithromycin or clarithromycin and corticosteroids was pending. The outcome of events was unknown. Follow-up information was received on 22-jul-2025: this case was upgraded to serious. The event inflamed was added. The patients weight (62 kg) and height (174 cm) were provided. She was injected dermally with a total of 1.8 ml of radiesse 1.5 ml into the temporo-zygomatic suture and mandibular body-tragus (off label use of device), for facial redensification. She was injected with 0.9 ml per side and into 4 points (2 points per side). It was injected using a 25g cannula with a fan-shaped retro-angled linear technique. Radiesse 1.5 ml was diluted with 0.3 ml (ambiguously reported as 03.3 ml) of 2 % lidocaine (product preparation issue, off label use of device). The patient was previously injected with botox®, on (B)(6) 2024, and it was well tolerated. The patient had no allergies. The patients medial history and surgical interventions were reported as none. On (B)(6) 2025, 64 days after the radiesse 1.5 ml injection, the patient experienced non-inflammatory nodules in the right inframolar area. In 2025, the patient experienced that became inflamed. Corrective treatment included 10 days of ciprofloxacin 500 mg (1¿0¿1) and 10 days of deflazacort 30 mg (1 tablet every 8 hours) and she improved. On (B)(6) 2025, she experienced non-inflammatory nodules again in the right inframolar area, rictus (oral commissure) and in are above the chin. On (B)(6) 2025, she called the physician that became inflamed again. The physician wanted to know whether to restart deflazacort and gradually de-escalate or switch to prednisone 40 mg (1¿0¿0) (10 days). The outcome of the event nodule was reported as not resolved (changed from unknown). Due to the provided information, the outcome of the event inflamed was considered as not resolved. The outcome of the event pharyngitis remained unchanged. In the opinion of the reporter, the events nodule and inflamed were considered to be permanent, and the event nodule was of mild intensity. The events were not life-threatening, did not require hospitalization more than 24 hours, did not led to a new diagnosed chronic disease, an intervention was not necessary to prevent a life-threatening condition or a permanent damage, and a causal relationship to incorporated local anaesthetic in the product was not suspected.

Manufacturer narrative:
The batch record review for radiesse, lot a00141800, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00141800) and similar events were noted. Assessment by merz: injection site was not provided but local relationship for the event injection site nodule can be assumed based on the wording of this report. Pharyngitis is a systemic event. Onset date of the event injection site nodule was within 2 months after the injection which is a long latency but still possible. Onset date of the event pharyngitis was within 6.5 months after the injection which is a long latency but still possible. Pharyngitis is equivalently expected as infection whereas injection site nodule is expected based on currently valid EU MDR IFU leaflet of radiesse. Strong confounding factor includes unclear pathophysiological link for the event pharyngitis. Pharyngitis is inflammation of the pharynx, typically causing a sore, scratchy throat and pain when swallowing. It is most commonly caused by viral infections like the common cold or flu, but bacterial infections such as strep throat can also be responsible. Therefore, causality for the event pharyngitis is assessed as unlikely related to the treatment with radiesse based on an unclear pathophysiological link. Causality for the event injection site nodule is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 22-jul-2025: this case was upgraded to serious. The event inflamed was added. No precise information was provided on the localization of the added event, and it occurred 7 months after injection which is a long latency but still possible. Injection site inflammation (serious) and injection site nodule (serious) are expected based on the current valid EU MDR IFU leaflet of radiesse and can occur after treatment with radiesse. Off label use of device and product preparation issue are only coded for formal reasons. An injection into mandibular body-tragus is no approved indication for radiesse in the EU. A dilution of radiesse with 2% lidocaine is no approved indication for radiesse in the EU. Causality for the previously assessed events remains unchanged as unlikely for the event pharyngitis and possibly related for the event injection site nodule to the treatment with radiesse. Causality for the added event is assessed as possibly related to the treatment with radiesse based on possible local and temporal relationship. This case is upgraded to serious with the serious events injection site inflammation and injection site nodule due to permanent damage.